Event description:
It was reported that the monopolar curved scissors instrument were not working properly. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. There are no pieces missing. The damage may be due to excessive side loading. Electrical continuity passed. Engineering also found that the distal end of the main tube has 2" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish, located at approximately 3.25" from intersection with the tube extension. Based on the location and appearance, the damages were most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.